Event description:
Boston scientific received information that the patient with this right ventricular lead and pacemaker experienced a syncopal event and fell to the floor. The patient presented to the emergency room and upon testing pauses in pacing were noted. Noise and loss of capture were observed. The patient required external pacing. A lead fracture was confirmed via x-ray. During the lead revision procedure, the lead was abandoned surgically and replaced. The device was explanted and replaced.

Manufacturer narrative:
The lead was abandoned and was not returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.